Manufacturer narrative:
H3: ge healthcare's (gehc) investigation has been completed. The system was operating within specification when checked by the gehc field engineer. The patient was only padded between the legs. The full set of gehc recommended padding was not used and is the main root cause for this event. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has the final responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam procedure. No further actions are planned by gehc.

Manufacturer narrative:
D4 unique identifier: (B)(4). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text: device evaluation anticipated, but not yet begun.

Event description:
It was reported that following an mr scrotal examination, a patient suffered a full thickness, one-inch burn on their calf. Medical treatment was given, but further details of the treatment are not known. The customer did not use the full set of gehc recommended rf padding for the exam.

Manufacturer narrative:
D4 device identification number: (B)(4). **UDI related data quality updates only**